Event description:
The drainage catheter was originally put in the patient for perinephric/perihepatic abscesses last month. He was being evaluated in CT scan for progress of the drainage when the broken hub was noticed. They determined that the catheter would only be needed for another day so they made do with the broken hub by slipping it inside the collection tubing and securing it with tegaderm.